Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-28 -there was not enough information to determine the mlurc. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/10/2019 in a follow-up call to ensure the customer's condition since the initial call; customer stated she had gone to the hospital and was admitted. Customer was currently in the hospital and did not provide any further information. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer called in with complaint of feeling ill with symptoms. At the time of the call, the customer reported symptoms of excessive thirst, blurry vision, frequent urination, feeling weak/tired and often hungry. Customer stated she was going to go to the hospital. Customer could not continue with the troubleshooting process and no further information was able to be obtained.